Manufacturer narrative:
The manufacturer was previously contacted regarding a ds2adv auto CPAP device returned to a third-party service center in reference to a complaint of device does not power on. During the initial evaluation of the device, the third-party service center visually inspected the unit and found the pca burned. There was no allegation of patient harm or injury. The device was returned to manufacturer product investigation laboratory for further evaluation. Pil, using a known good power supply, power cord, and heated tube (15mm), was able to confirm the device powers on but did not provide airflow. Due to the thermal damage to the pca, pil technician was unable to retrieve the el. Pil performed an external and internal inspection of the device. During evaluation while tried to initiate therapy, a service required message appeared and the device would power off and on due to the thermal damage to the pca. The investigation found a dust like contaminate on the ui (user interface) bezel, top enclosure, humidifier inlet/outlet seal, center enclosure, iso port (international organization for standardization), blower box cap, blower box, blower motor, and the bottom enclosure. Additionally, the investigation also found hairlike fibers on the bottom of the heater plate and the interior of the bottom enclosure, yellow fuzz like contaminate on the interior and exterior of the bottom enclosure, evidence of liquid spots with potential mineral deposits on the interior of the ui bezel, iso port, blower motor, p3 dc power connector, heater plate spring, and the pca. Potential corrosion was observed to the ui bezel ribbon cable, pca (q3, d19, d21 and surrounding areas), and the p3 dc power connector. Potential biocontamination observed on the humidifier inlet/outlet seal, iso port, and the blower box. The warning label on the bottom enclosure was worn, the rubber piece that sits under the power button was loose. The water tank, sd card, and philips pollen filter was missing. A keratin-like substance was observed on the blower box outlet. The manufacturer investigation confirmed the complaint of no power/airflow and thermal damage to the pca. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A dreamstation 2 advanced auto CPAP device was returned to a third-party service center due to an initial complaint of no power. During the evaluation of the device, the service technician observed a burned pca. The device has returned the device to the investigation lab for further investigation. A follow-up report will be submitted when the manufacturer's investigation is complete.